Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer for evaluation, as the device remains in the patient. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported by (B)(6) that the nurse called and stated that the patient had a j-tube placed on (B)(6) 2017 and the tube is now leaking. Ms&s stated after some discussion it was explained that the tube was placed directly (surgically) rather than through a peg, nurse explained that the junction she sees leakage from, between the yellow tubing and clear connection, is slightly open. This gives the ability to suction from the stomach when placed through a peg, she looked at the tube more closely and noted this. No reported harm to patient.